Event description:
The customer reported that an 840 ventilator was inoperable. Malfunction did not occur during patient use. Customer replaced the breath delivery (bd) central processing unit (cpu). The covidien customer support engineer (cse) downloaded software for the customer purchased breath delivery (bd) central processing unit (cpu).

Manufacturer narrative:
(B)(4).